Event description:
(B) (4). Same case as 2134265-2009-05818. It was reported that post a coronary artery stenting treatment procedure, the patient died. Target lesion 1 was located in the circumflex artery (cx) with a vessel diameter of 3mm and a lesion length of 14mm. Pre-procedure there was 100% stenosis and post-procedure 3% stenosis. A 3x16mm liberte stent was implanted. There was no attempt made for direct stenting. Target lesion 2 was located in the left anterior descending artery (lad). The vessel diameter was 2.7mm and lesion length of 22mm. Target lesion pre-procedure 100% stenosis and post-procedure 3%. A 2.75x24mm express2 stent was implanted and no attempt was made for direct stenting. The stent-vessel ratio was less than 1.1. An intra-aortic balloon pump (iabp) was used due to shock. The procedure was assessed as a technical success. The discharge date, 10 days later, the patient did not have anginal complaints or silent ischemia. No medication at hospital discharge. The patient experienced a major cardiac event at hospital discharge with an outcome of death. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.